Manufacturer narrative:
No belt clip received with unit. Unit received with unexpected noise of vibrator motor during testing due to . Device passed self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime or compromised forced sensor system test, occlusion test and excessive no delivery test. The stop (idle) current test and run current test were in specification. Unit received with minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, slightly cracked belt clip slot, stained keypad overlay, corrosion in battery tube and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was vibrating. The customer's blood glucose was unknown. Assisted customer in performing a self test. Insulin pump vibrated during the vibrate test. The product was returned for analysis.